Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g3 (date received by manufacturer) should be: 08/19/2024. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than eight (8) years since the subject device was manufactured. Based on the investigation results, adhesive of the distal end lid fixing screw is peeled, but the foreign material could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. According to the facts found out from the investigation, it could be confirmed that phenomenon occurred. Since the condition of the subject device could not be thoroughly checked during investigation, we could not surmise a cause. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited insufficient adhesive in screw holes of distal end. There were no reports of patient involvement.